Manufacturer narrative:
Additional narrative: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by the surgeon that the 2.0mm kirschner-wires(k-wire) bend very easily and every time, with three (3) bending in surgeon¿s last case. They were synthes k-wires. Surgeon and hospital staff are unsure of the quantity, just that it is a repeating occurrence. It is not possible to obtain an exact number on the events because this was a report from the surgeon of an ongoing phenomenon. There was no patient impact or delay. The three (3) k-wires from surgeon¿s last case are addressed in (B)(4). This report addresses the unknown quantity in unknown cases. This report is for one (1) 2.0mm kirschner wire. (B)(4).